Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks post implant, the right ventricular (rv) lead exhibited high thresholds and that the implantable pulse generator (ipg) exhibited pacing problems of no capture in the right ventricle. The rv lead was repositioned and the ipg was reprogrammed and both remain in use. No patient complications have been reported as a result of this event.